Manufacturer narrative:
Investigation in process.

Event description:
It was reported that a patient underwent primary hip surgery on (B)(6) 2002. On (B)(6) 2016 the patient was revised due to chronic dislocation which occurred 12 months prior to revision surgery date.

Manufacturer narrative:
It was reported that a patient underwent a hip surgery on (B)(6) 2002. On (B)(6) 2016 the patient was revised due to chronic dislocation which occurred 12 months prior to revision surgery date. No further information regarding previous revisions or initial procedure has been provided. Based on the investigation results, it is not suspected that the tm revision shell and revision liner failed to meet specifications. However, the revision liner manufacturing records could not be reviewed since the listed lot number does not match the (B)(4) records. The investigation could not verify or identify any evidence of tm revision shell and revision liner contribution to the reported problem. Based on the available information, it can be concluded that the revision surgery due to chronic dislocation was not related to the tm revision shell and revision liner.